Manufacturer narrative:
(B)(4). Where within the 60mm cartridge was the vessel placed (proximal, middle, distal)? - unk. Were the vessels skeletonized or take as a vascular bundle? - unk. Were there any staples seen in the surgical field? If so, please describe their shape. No. Did the device cut the full 60mm? -yes. Were clips used in the surgical procedure? -unk. What were the indications for surgery? - excision of spleen. The analysis results showed that one ec60 device was returned with no visual non-conformances and with a gst60w fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the surgeon used the device with the white reload to resect the porta lienis. After the first firing, the tissue was cut, but no staples were found. This caused intraoperative hemorrhage. The surgeon used emergency measures to stop the bleeding. A blood transfusion was taken. The operation was converted to open and completed finally. The patient is now in stable condition.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the 60mm cartridge was the vessel placed (proximal, middle, distal)? Were the vessels skeletonized or take as a vascular bundle? Were there any staples seen in the surgical field? If so, please describe their shape. Did the device cut the full 60mm? Were clips used in the surgical procedure? What were the indications for surgery? What is the current patient status?